Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On (B)(6) 2012, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17811sg s3, frequency and expiration date unspecified). On the same day, while using the toothbrush, the consumer noticed, that the toothbrush broke in half in hand. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: a sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. An increase was noted which could be attributed to an increase in shipment quantity. A review of the trending data by product family reach total care plus whitening toothbrush for potential malfunction revealed no adverse trends. A device history review was performed for lot 17811sg s3 and was acceptable. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot (27-jun-2010 to 27-jun-2011). Retain sample for lot 17811sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for the complaint. Complaint trends would continue to be monitored. The report remains as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Returned sample was received. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle was changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. No adverse trends were noted with this product or lot. Documentation review was acceptable. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces. It was verified that during the validation of this product, the toothbrush was subjected to over bend testing and no toothbrushes broke. It was confirmed that the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On (B)(6) 2012, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17811sg s3, frequency and expiration date unspecified). On the same day, while using the toothbrush, the consumer noticed, that the toothbrush broke in half in hand. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: a sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. An increase was noted which could be attributed to an increase in shipment quantity. A review of the trending data by product family reach total care plus whitening toothbrush for potential malfunction revealed no adverse trends. A device history review was performed for lot 17811sg s3 and was acceptable. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot (27-jun-2010 to 27-jun-2011). Retain sample for lot 17811sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for the complaint. Complaint trends would continue to be monitored. The report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On (B)(6) 2012, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17811sg s3, frequency and expiration date unspecified). On the same day, while using the toothbrush, the consumer noticed that the toothbrush broke in half, in hand. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.